Event description:
It was reported that ventilator was attracted by MRI machine. There was no patient harm. Manufacturer ref.#: (B)(4).

Manufacturer narrative:
It was reported that ventilator was attracted by MRI machine. At this incident nobody was reported to be in the room and the ventilator and mr device was without any patient. Our technician reported that the ventilator was an mr model but the mobile cart wasn't. The security area around the mr was excessive, but the security line, which was said to have been there before, no longer existed. The customer was recommended to buy a mr mobile cart, to once more execute the installation protocol to redefine the security area, and to install a fixing point to secure the ventilator. The conclusion is that the incident was caused by the user not following the requirements for use of the ventilator in an MRI environment.

Event description:
Manufacturer ref.#: (B)(4).